Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a resection of the stomach to form the gastric pouch, the sonicision stopped working. After being removed from the abdominal cavity to check, it was observed that the active part of the jaw broke off and fell into the patient's cavity. The piece was retrieved from abdominal cavity and the broken device was substituted for another one. There was no injury to the (B)(6) year old female patient.

Manufacturer narrative:
Correction:additional information was obtained from the facility indicating that this regulatory report is a duplicate of previously submitted report number 1717344-2017-05868. If information is provided in the future, a supplemental report will be issued.